Manufacturer narrative:
Manufacturer's investigation findings: the reported event of power cable disconnect alarms while on 14v battery power were not confirmed. The reported event of difficulty connecting the driveline was not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis and no log files were submitted for review. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that emergency medical services (ems) was called because the patient was alarming 'connect driveline' without any resolution. The emergency medical technician was on the phone with the patient's ventricular assist device (vad) coordinator and the patient's system controller continued to alarm 'connect driveline'. They were able to confirm that it was at the modular cable connection. The vad coordinator walked the emt through how to engage the modular cable connector nut, but they said that when they had it secured it 'kept popping off'. It was recommended that they tape the modular cable to the pump cable until the patient could be transported to an implant center for evaluation, which was done. The patient was alert throughout this process. Additionally, when placed on batteries the patient had a 'connect power' alarm, and the patient was therefore stuck using the mobile power unit (mpu). The batteries were confirmed to have 2019 manufacture dates. They attempted to try different batteries and clips but were unsuccessful. The vad coordinator relayed that it was urgent for the patient to be brought to the hospital immediately, but the patient refused. It was then recommended that as a last resort the controller should be exchanged, since that was the only component aside from the modular cable that had not been troubleshot, however, the patient had no additional controllers or backup equipment on them. The vad coordinator again emphasized the urgency of coming to the hospital, but the patient continued to refuse transport to the emergency department (ed) and stated that their daughter would be called to provide support. Related manufacturer's reference number for the modular cable and system controller: 2916596-2021-05407, 2916596-2021-05413.